Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported blood in effluent with subsequent hospitalization. There is no documentation in the complaint file to show a causal relationship between the event and the liberty cycler. The cause of the blood in the pd effluent is not related to pd therapy. Although a causal relationship cannot be confirmed, a temporal relationship between the patient's pd therapy and the reported blood in effluent remains. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
A patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support to report they were having trouble with the cycler, but could not provide any additional information. The patient stated they had to go to the hospital, but could not remember when due to being confused. The technical support technician contacted the patient¿s peritoneal dialysis registered nurse (pdrn) to notify them of the patient¿s confusion. Additional information was obtained through follow up with the pdrn. The pdrn confirmed that the patient was hospitalized due to blood in the patient¿s pd effluent. The patient was seen by the nephrologist. The patient was prescribed medication (type, dose, frequency and duration unknown) to decrease the bleeding.. The patient was discharged continued to have blood in their effluent. The patient was seen in the clinic (date unknown) and the pd effluent sample resulted in a red blood cell (rbc) count of 2400 (unknown units). No treatment was given in the clinic and the patient continued with pd therapy. Medical records were received. The patient was admitted to the hospital after seeing blood in his pd effluent during treatment and calling 911. The patient complained of upper back pain, left arm pain, dyspnea and generalized weakness. The back pain was related to chronic thoracic kyphosis, s-shaped thoracolumbar scoliosis and chronic multilevel thoracic disc space degenerative changes. A CT scan on (B)(6) 2018 revealed a right renal hematoma for which the patient was then transferred to a second hospital for evaluation. This accounted for the blood seen in the pd fluid. The patient¿s lab results showed decreasing hemoglobin (hgb) from 13.9 to 8.5. The patient was hypotensive and given intravenous fluids (type, volume and duration unknown), midodrine (route, dose, frequency and duration unknown) and 1 unit of packed red blood cells (prbc) which stabilized his hgb. The patient¿s pd effluent culture drawn and was negative for growth after 5 days and showed red blood cell (rbc) count of 2404mm3 with white blood cell (wbc) values within normal limits. The patient continued pd therapy during the hospitalization. The patient¿s disposition is unknown.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.